Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the touchscreen froze and became unresponsive. Troubleshooting was performed and touchscreen became functional again. Customer had elevated blood glucose levels (+279 mg/dl).